Event description:
The hospital reported that during a coronary artery bypass procedure the acrobat-I positioner didn't engage when turning the knob and it was in the case. It didn't cause any effects or issues but they had to straighten the flexlink arm and re-position for it to tighten. No patient effects and they were able to complete the case with the device.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, e3, g4, g7, h2, h3, h6, h10, h11 corrected section: UDI # correction the device was not returned to maquet cardiac surgery for investigation, however a video was provided by the account. A video evaluation was conducted. The video was of a clinical procedure. The device arm was not visible in the video. A mechanical evaluation was conducted. The knob of the device was tightened, however we are unable to determine if the tightening of the knob had any effect on the flexarm as it was unable to been seen during the procedure in the video. Based off the video inspection, the reported failure "positioning problem" was not confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.